Event description:
On (B) (6) 2010, the pt was treated for an abdominal aortic aneurysm, and was implanted with five gore excluder aaa endoprostheses. A gore excluder aaa aortic extender component was placed to treat a proximal endoleak. Completion angiography showed the endoleak was resolved. The pt was stable at the end of the procedure. A few hours later, the pt was found unresponsive, and was converted to open surgical repair of a retroperitoneal tear in the proximal aorta. The gore excluder aaa devices were explanted. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices related to this event: (B) (4)